Event description:
It was reported that (2) tsw45 were used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the representative that the stapler would not fired. This happened on the second gun also. Opened another staple gun to complete the case. There was no consequence to pt.